Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 271 mg/dl after the device remained on the infusion set insertion screen and did not resume insulin delivery. The user swiped to fill the cannula and confirmed insulin delivery had resumed. No outside medical intervention was required.